Event description:
It was reported that there was an automatic machine restart. There was no patient injury reported.

Manufacturer narrative:
The affected device was examined onsite by dräger service technician and information was made available for further investigation at the manufacturer's site. During the device examination onsite a faulty power supply, battery and main switch were identified. The investigation concluded that either the faulty power supply or the faulty lead battery were the root cause of the reported device restart. A deviation within the electronic system will be detected by the device and a high priority alarm is posted visibly and audibly if the ventilation cannot be provided according to the patient-specific settings. If this deviation within the electronic system causes a software-controlled restart of the whole electronic system, as it was reported, this restart is accompanied by corresponding alarm messages. The emergency-breathing valve opens to allow spontaneous breathing of the patient. Ventilation continues with the previous settings at the latest after 12 seconds if the restart remedied the issue. If the issue is irreversible, the startup sequence cannot be finished resulting in a high priority buzzer alarm. In case of a detected deviation within the main switch, the device cannot be switched on (obvious) or off (ventilation will be continued) or it posts the alarm message "mains switch inoperable" during operation, which has no influence on the ongoing ventilation and monitoring functions of the device. Replacing the power supply, the lead battery and the main switch of the device remedied the issue. There were no patient health consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was started. The results will be provided in a follow-up report.

Event description:
It was reported that there was an automatic machine restart. There was no patient injury reported.